Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/09/2014 with the following findings: review of pump history showed no alarms outside the range of normal patient use. The total daily insulin deliveries added up correctly and reflected the user's programmed basal rates. The pump successfully passed a delivery accuracy test and no alarms occurred during testing. The pump was found to be operating within required specifications and delivered accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
Customer support spoke with patient's mother on (B)(6) 2011 to obtain additional information regarding an email received from bg management team on (B)(6) 2011. The email indicated that the patient had been taken to the emergency room due to a high blood glucose. During the follow-up call with the patient's mother, she confirmed her daughter was taken to the hospital on (B)(6) 2011; however, it was unrelated to her diabetes. The patient's mother claimed the visit to the ER was due to a medical condition with her stomach. The patient's mother confirmed that her daughter's blood glucose had been elevated for approximately 3 weeks prior to the ER visit; readings ranging from 300 to over 600 mg/dl (message of high on meter). However, the patient's mother stated that the elevated bg's were due to the insulin being used and not because of an issue with the pump. The patient's mother reported the patient's insulin froze due to a problem with their refrigerator. The patient's mother also stated that the patient's hcp told her that the medical condition with her stomach may have also caused the elevated bg's. This complaint is being reported because the patient reportedly used insulin that had been frozen and subsequently suffered elevated blood glucose levels.

Manufacturer narrative:
(B)(6). There was no allegation of a malfunction and the pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The patient reportedly used insulin that had been frozen. The owner's booklet states that insulin exposed to extreme temperatures can cause elevated blood glucose levels and that room temperature insulin should be used.